Manufacturer narrative:
The alleged device was not reported or returned to manufacturer. It cannot be determined if the equipment was operating within specification because the account name and/or device serial number was not provided. Information on system settings/techniques is unavailable.  Therefore, it is undeterminable if the customer performed a test spot, used the correct system settings/technique as described in the treatment guidelines for the device in use. Untoward responses listed in co2re system user manual include swelling, twinge (pain), scarring, burns, and vulvodynia. Therefore, the most probable cause for this event is known inherent risk of device indicating that the reported adverse event is known and documented in the labeling. The case will be re-assessed upon receipt of new and/or relevant information.

Event description:
This event was found  by candela post market surveillance during review of the maude database on 11/11/2019. A female patient reported having three "painful" co2re treatments for vaginal atrophy, one in 2018 and two in 2019. The report alleges that the patient required "extensive" anesthetics, problems with bleeding, scarring, "excruciating" pain with intercourse leading to "extensive" problems in her relationship, severe stress, and depression; 2018 premarin was prescribed to aid healing, which did not help. Patient reported an additional "complimentary" laser treatment and "o-shot" with no improvement. Patient reported new ob/gyn found vaginal atrophy still present. Patient reported still in pain, with bleeding, burning, and "extreme" soreness following intercourse. No further information reported. No contact information is available for the patient, or for the clinic where the co2re intima treatment was performed.